Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding where she was using up to 6 super plus tampons in one day') and abdominal wall mass ('soft tissue nodule in abdominal wall') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Plaintiff¿s medical records indicate that she underwent an x-ray of her abdomen, was prescribed pain medication and was discharged from emergency room on (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal wall mass (seriousness criterion medically significant) with abdominal pain, abdominal pain lower ("lower abdominal pain"), menometrorrhagia ("unusually heavy menstrual periods / spotting once a day for a month"), menstruation irregular ("irregular menstrual periods / irregular cycle"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), alopecia ("hair loss"), fatigue ("fatigue"), stomach mass ("chronic knot at the bottom of her stomach"), ovarian cyst ("small cyst on left ovary"), headache ("headache"), mood altered ("mood changes") and back pain ("back pain"). The patient was treated with surgery (nodule excised on (B)(6) 2013). At the time of the report, the genital haemorrhage, abdominal wall mass, menometrorrhagia, abnormal uterine bleeding, alopecia, fatigue, stomach mass, ovarian cyst, headache and mood altered outcome was unknown and the abdominal pain lower, menstruation irregular and back pain had not resolved. The reporter considered abdominal pain lower, abdominal wall mass, abnormal uterine bleeding, alopecia, back pain, fatigue, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, mood altered, ovarian cyst and stomach mass to be related to essure. The reporter commented: left: 7 coils, right: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: results: cyst on left ovary / nodule in abdominal wall. Hysterosalpingogram - on (B)(6) 2009: results: satisfactory positioning of coils/ tubal occlusion. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient middle name, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding where she was using up to 6 super plus tampons in one day') and abdominal wall mass ('soft tissue nodule in abdominal wall') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Plaintiff ¿s medical records indicate that she underwent an x-ray of her abdomen, was prescribed pain medication and was discharged from emergency room on (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal wall mass (seriousness criterion medically significant) with abdominal pain, abdominal pain lower ("lower abdominal pain"), menometrorrhagia ("unusually heavy menstrual periods / spotting once a day for a month"), menstruation irregular ("irregular menstrual periods / irregular cycle"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), alopecia ("hair loss"), fatigue ("fatigue"), stomach mass ("chronic knot at the bottom of her stomach"), ovarian cyst ("small cyst on left ovary"), headache ("headache"), mood altered ("mood changes") and back pain ("back pain"). The patient was treated with surgery (nodule excised on (B)(6) 2013). At the time of the report, the genital haemorrhage, abdominal wall mass, menometrorrhagia, abnormal uterine bleeding, alopecia, fatigue, stomach mass, ovarian cyst, headache and mood altered outcome was unknown and the abdominal pain lower, menstruation irregular and back pain had not resolved. The reporter considered abdominal pain lower, abdominal wall mass, abnormal uterine bleeding, alopecia, back pain, fatigue, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, mood altered, ovarian cyst and stomach mass to be related to essure. The reporter commented: left: 7 coils, right: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: results: cyst on left ovarya / nodule in abdominal wall. Hysterosalpingogram - on (B)(6) 2009: results: satisfactory positioning of coils/ tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.